Event description:
Customer reported that their insulin pump screen was dark and would not turn on, despite several troubleshooting attempts by technical support. There was no adverse impact to the customer's blood glucose level. Technical support determined that the pump needed replacing and arranged for a replacement pump to be sent. The customer was instructed to use a backup insulin pump in the interim and was advised on how to program and connect their continuous glucose monitor to the new pump. Additionally, the customer was reminded to return the malfunctioning pump to avoid charges.